Manufacturer narrative:
A steris service technician arrived onsite following the reported event and confirmed the cover was detached and required re-install. The technician re-installed the cover, tested the function and operation of the harmonyair monitor carrier, confirmed it to be operating to specification and returned the unit to service. The harmonyair monitor carrier is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure an employee was moving the monitor carriage to their harmonyair monitor carrier into position and contacted the lower boom causing the monitor carriage cover to detach. A short procedure delay was reported. No report of injury.